Manufacturer narrative:
The recipient reportedly experienced purulent drainage. The recipient was prescribed cephalexin (keflex) again and mupirocin ointment. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection following initial implant surgery. The recipient was prescribed oral antibiotics (type unknown).

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The infection has resolved, and the recipient is wearing the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.